Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and installed a software upgrade. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/20/16 email, 5/20/16 phone, and 5/23/16 email.

Event description:
The hospital reported that, during a case, the unit shut down. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.